Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited both a power on reset and an oscillator fault reset resulting in hospitalization. The device data was sent to rhythmcare for review. Rhythmcare recommended device should be replaced as effective therapy cannot not be guaranteed. This device was then explanted and discarded at the hospital; therefore, no return is expected. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited both a power on reset and an oscillator fault reset resulting in hospitalization. The device data was sent to rhythmcare for review. Rhythmcare recommended device should be replaced as effective therapy cannot not be guaranteed. This device remains in service. No additional adverse patient effects were reported.